Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), a 23mm sapien 3 valve was deployed via the transfemoral approach during a complex tavr case. Difficulties were encountered while advancing / tracking the delivery system due to a pre-existing aortic endoprosthesis . Difficulties were reported while crossing the proximal end of the endoprosthesis and native annulus. The native annulus was finally crossed; however, when performing the valve positioning prior to valve deployment, blood was observed in the inflation device, indicating a balloon perforation or tear. The valve and delivery system were successfully retrieved. A new 23mm sapien 3 valve was prepared and successfully implanted. At the time of the report, the patient was doing well. The valve remains implanted in the patient. Information regarding the native annular diameter and degree of valvular calcification was not provided. The initial delivery system and valve are not available for evaluation by edwards lifesciences. However, a post procedure photograph of the device indicated the delivery system balloon was torn.

Manufacturer narrative:
Additional information received indicated a non-edwards 24fr. Sheath was used for the procedure. The initial commander delivery system was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Photographs of the device were provided for evaluation. Post -procedure image review revealed a crimp balloon tear, as well as bunching of the inflation balloon distal to the crimped valve. Review of the procedural imagery revealed a non-edwards sheath was used. The aortic endoprosthesis was observed, with the guidewire pressed up against on the its edges. The sheath tip was observed to be located at a curve in the anatomy, suggesting that the delivery system would have exited the sheath at a curve and valve alignment could not have been performed in a straight section of the anatomy. Lot history review revealed no other complaints for delivery system ¿ tracking difficulty or balloon ¿ torn. Complaint history review from may 2018 through april 2019 for the edwards commander delivery system (all models and sizes) revealed other returned complaints for delivery system ¿ tracking difficulty. Review of the similar complaints was done and no potential manufacturing non-conformance's that would have contributed to the complaints were identified. Complaint history review from may 2018 through april 2019 for the edwards commander delivery system (all models and sizes) revealed other returned complaints for balloon ¿ torn. Review of the similar complaints was done and no potential manufacturing non-conformance's that would have contributed to the complaints were identified. A review of complaint data for april 2019 revealed that the complaint rates did not exceed the control limits for the applicable complaint trend categories. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformance's that could have contributed to the reported event. The IFU and training manuals were reviewed. No IFU/training manual deficiencies were found. Regardless, additional actions are being initiated per the initiated CAPA. During the manufacturing process, the entire delivery system (including the crimp balloon and inflation balloon) undergo multiple visual inspections and testing. During the manufacturing process, the crimp balloon, crimp balloon to inflation balloon laser bond and balloon catheter laser bond undergo multiple 100% inspections. In addition, the commander delivery system is 100% leak tested. Post-leak test, there is a visual inspection of the inflation balloon. Product verification (pv) testing was also performed on each lot using a sampling plan. The samples undergo functional product verification testing, including visual inspection for physical defects or damage and are tested for balloon burst pressure. In addition, the inflation balloon/nose tip, inflation balloon/crimp balloon and crimp balloon/ balloon shaft bonds are tensile tested. All samples passed pv testing. These inspections support that it is unlikely a manufacturing non-conformance contributed to the reported event. A review of edwards infectiveness risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint for delivery system ¿ tracking difficulty was not able to be confirmed due to the unavailability of the devices and / or relevant imagery. The complaint for balloon ¿ torn was confirmed based on the provided photographs. Due to the unavailability of the devices, visual, functional and dimensional testing could not be performed. As a result, presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR, lot history, manufacturing mitigation's, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. As reported by the site, there were ¿difficulties¿ while attempting to ¿enter¿ the endoprosthesis. It is likely that the delivery system got caught on the endoprosthesis, which resulted in difficulty advancing/tracking the delivery system in the aorta. Additionally, in the photograph of the procedural imagery provided, the guidewire can be seen pressing up against the wall of the endoprosthesis. Since the delivery system follows the track laid out by the guidewire, if the guidewire were pressed up against the endoprosthesis, it is likely that the delivery system would get caught on the endoprosthesis. Potential root causes of the tearing of the crimp balloon material proximal to the inflation balloon to the crimp balloon bond have been identified and previously documented in a product risk assessment by edwards infectiveness. Increased alignment forces experienced during the procedure have been identified as a possible root cause for the balloon tear. Any bends or angles could result in increased forces being applied to the bond area. The valve may unseat (non-coaxial placement of the valve in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip if bends/angles are present during valve alignment. This can result in higher than usual alignment forces, weakening and subsequently tearing the balloon material near the inflation balloon to crimp balloon bond. Under simulated conditions (tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces with valve diving. Available information suggests procedural factors (delivery system caught on the endoprosthesis, valve alignment in a non-straight section) likely contributed to the reported tracking difficulties and balloon tear. Although no IFU/training deficiencies were identified, edwards decided to include additional information that existed in the training manuals into the IFU ¿instructions for use¿ for the sapin 3 and commander delivery system. The content consisted of instructions relative to device preparation and minimizing the tension in the device, which may potentially lead to delivery system damage during use.